Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited the control unit was sticky. There was no patient involvement.